Event description:
(B)(4). Since I had the device I've had been having major headaches and my eyesight I have had so many pelvic pain I've had to get my gallbladder removed because that was going to help my pains but it hasn't been helping I still have the pain I am now having a rash between my breast I've been having lower back pain I have gain so much weight and either with diet or exercise I have gone to so many drs and no one wants to help me I want this device out of me now please help us patients be able to get this mistake out of us.